Manufacturer narrative:
Investigation results: conmed linvatec received this handpiece for evaluation. A visual examination of the handpiece found something broken and stuck inside the spindle, which prevented insertion of a bur to perform device testing. Further examination of the internal components found corrosive deposits on all components. A review of service history for this unit found no prior repair. The handpiece instruction manual informs the user: prior to each use, perform the following: inspect all equipment and accessories for proper operation. Check all parts of the instrument and its attachments to ensure bur guard and bur locked securely into the handpiece. To reduce the risk of injury, prior to surgery, spin the bur guard on a bur. If the bur guard spins freely, the bearing is still good. Otherwise, the bur guard must be sent for repair immediately. Do not use. The service interval for this handpiece is every twelve months and its associated bur guards are every six months.

Event description:
The customer reported that during use of this handpiece to perform spinal surgery on a canine, the device made noises, rattled, and spit metal shavings into the surgical site. The surgical site was irrigated and suctioned; however, it is believed that not all metal shavings were retrieved. There was no report of add'l medical or surgical treatment nor any serious injury or surgical delay related to this event.